Event description:
Device is dexcom g7, a blood sugar monitoring device for diabetics. This product consistently fails. I use dexcom's app on my iphone to monitor my blood sugar so I can take the correct dose if insulin. I have called dexcom every time this has happened. The problem is they don't take the ramifications of their product failure. Lately the failure rate is every second or third device. This is a life-threatening issue. Every time I call dexcom regarding their product's failure they don't take it seriously enough. They try to deflect the problem as user failure. I am a retired physician that knows how to apply and use this device. All dexcom does is mail a replacement to the customer. They acknowledge there is a problem with their devices and the company is working on it. This problem exists with both their g6 and g7 models. They also use their device with insulin pumps which I consider life threatening for patients. Any time their product fails puts the patient's life at risk as they won't receive their insulin. Please get this product off the market until they show the FDA they have permanently fixed the problem.

Event description:
Device is dexcom g7, a blood sugar monitoring device for diabetics. This product consistently fails. I use dexcom's app on my iphone to monitor my blood sugar so I can take the correct dose if insulin. I have called dexcom every time this has happened. The problem is they don't take the ramifications of their product failure. Lately the failure rate is every second or third device. This is a life-threatening issue. Every time I call dexcom regarding their product's failure they don't take it seriously enough. They try to deflect the problem as user failure. I am a retired physician that knows how to apply and use this device. All dexcom does is mail a replacement to the customer. They acknowledge there is a problem with their devices and the company is working on it. This problem exists with both their g6 and g7 models. They also use their device with insulin pumps which I consider life threatening for patients. Any time their product fails puts the patient's life at risk as they won't receive their insulin. Please get this product off the market until they show the FDA they have permanently fixed the problem.